Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction procedure with a thermocool® smart touch® sf bi-directional catheter. The patient experienced a heart block av. The investigation was completed on 14-jun-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction procedure with a thermocool® smart touch® sf bi-directional catheter. The patient experienced a heart block av. It was reported that during ablation on left ventricular posterior wall with the thermocool® smart touch® sf bi-directional navigation catheter, 3rd degree atrioventricular block occurred. Timing was after 30 minutes from start of the catheter use. Drug administration and watchful waiting were performed, but the patient was not improved. Temporary pacing catheter was inserted and the patient left the catheter room. No blood-pressure decreased was found. Event was a cardiac block. Cf monitoring was dashboard, vector, visitag. Visitag coloring setting was tag index. Physician's comment on the relationship between this event and the product was that the relationship between the block and the catheter was unknown. The target lesion (left ventricular posterior wall), which was not where his bundle is located anatomically, so it seemed strange that the cardiac block has occurred. However, anyway the block happened, and they should have been more careful to check. There was no abnormality before and while using the product. Relevant medical history was none. Laboratory test results: complete atrioventricular block. Additional information was received on 30-apr-2023. Physician¿s opinion on the cause of this adverse event was the procedure. The physician commented that the left ventricular posterior wall which was the ablation site was not a site where his bundle was present anatomically, so it is a wonder that it would become a cardiac block, but the patient might not have sufficiently checked it. Temporally pacing was provided. Outcome of the adverse event was improved. No other relevant history. Relevant tests/laboratory data ---complete av block. Additional information was received on 12-may-2023. After the procedure a permanent pacemaker was implanted. Outcome of the adverse event was fully recovered, and the patient was discharged from the hospital. The discharged date was unknown. The patient required extended hospitalization because of the pacemaker implantation. As of may 11, the patient has been discharged from the hospital (the exact date was unknown).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 30-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).